Event description:
It was reported that the patient presented for a generator change procedure. Before the change, the physician observed that the atrial lead had insulation damage. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the atrial lead exhibited noise episodes. Upon visual examination, the physician noted that the lead had insulation damage. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.